Event description:
Physician attempting to remove the spider filter but it wouldn't come out of the vessel. Multi attempts were made and spider removed. The tip of the wire on the filter broke off. Tip remained in the bypass graft.